Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. It was unable to perform the displacement test and verify the no delivery alarm due to the motor error alarm. The device also had a scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had several motor error and no delivery alarms. The blood glucose at the time of the incident was unknown. The device was not exposed to a magnetic field and the customer was able to rewind. The device was returned for analysis.